Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false non-reactive architect hiv ag/ab combo results for a donor sample (B)(4). Results provided: (B)(6) 2022. Initial result on routine architect (B)(4) = 0.32 s/co (non-reactive). (B)(6) 2022. Nat processed a pool sample (including non-reactive sample) and obtained a reactive result. (B)(6) 2022. Repeat nat pool sampling and individual sample = reactive result for both. (B)(6) 2022. Serum and plasma repeated on backup architect (isr61826) = 0.58 s/co (non-reactive). (B)(6) 2022. Serum and plasma repeated on routine architect serum result = 0.6 s/co (non-reactive), plasma result = 1.08 s/co (reactive). (B)(6) 2022. Repeat plasma result on backup architect = 1.13 s/co (reactive). (B)(6) 2022. New serum sample on routine architect and backup architect results = 80.09 s/co and 77.11 s/co (reactive). Additional information received on (B)(6) 2022. That the unit of blood was transfused to a pediatric patient. Even though it was requested, information regarding patient impact was not provided.

Manufacturer narrative:
The complaint investigation for falsely non-reactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of retained kits with the complaint lot number 38348be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 38348be00 did not identify any non-conformances or deviations. In-house testing was completed using retained samples of the complaint lot 38348be00 to assess assay performance. Results determined that the assay met acceptance criteria and the product is performing as expected. Based on the investigation, no systemic issue or deficiency with the architect hiv ag/ab combo assay for lot 38348be00 was identified.

Event description:
The customer observed false non-reactive architect hiv ag/ab combo results for a donor sample. Results provided: (B)(6) 2022 initial result on routine architect = 0.32 s/co (non-reactive). (B)(6) 2022 nat processed a pool sample (including non-reactive sample) and obtained a reactive result. (B)(6) 2022 repeat nat pool sampling and individual sample = reactive result for both. (B)(6) 2022 serum and plasma repeated on backup architect = 0.58 s/co (non-reactive). (B)(6) 2022 serum and plasma repeated on routine architect serum result = 0.6 s/co (non-reactive), plasma result = 1.08 s/co (reactive). (B)(6) 2022 repeat plasma result on backup architect = 1.13 s/co (reactive). (B)(6) 2022 new serum sample on routine architect and backup architect results = 80.09 s/co and 77.11 s/co (reactive). Update: additional information received on 31-aug-2022 that the product, unit (B)(4), was transfused to a pediatric patient. Even though it was requested, information regarding patient impact was not provided.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.